Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. Reportedly, the time and date were not correct after the pump was rebooted after changing the battery. The date was 10/03/2013 when it should have been 10/04/2013; the time was six minutes off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/21/2015 with the following findings: during investigation, a review of the black box data revealed that information from the event date had been overwritten due to continued use. During testing, a timekeeping accuracy test was performed. The pump maintained time accurately during 5 day duration test; however, the time and date reset to default settings when pump was left without power for 1 hour. The pump was opened and evaluation revealed that the internal clock battery on the circuit board had failed. The original complaint of a time/date issue was not able to be investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.